Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 motor stall during attempts to announce meals, consistent with a failure to infuse associated with the device motor; after changing supplies, the alert cleared, and the user administered subcutaneous insulin by pen with blood glucose subsequently trending down. Symptoms included hyperglycemia (230 mg/dl) and malaise. Outcomes included no health consequences or lasting impact. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.